Manufacturer narrative:
System controller serial number has been requested, but not yet provided. No additional information has been provided. A supplemental report will be submitted to report the investigation findings.

Event description:
Related MFR# 2916596-2023-00946. It was reported that the patient was found dead with their driveline disconnected. It was noted that the patient's roommate had heart a short alarm at night.

Manufacturer narrative:
Section h6: investigation findings: 4248 - usage problem identified. Updated manufacturer's investigation conclusion: the system controller was returned for evaluation following the reported event of patient death. The system controller (serial #: (B)(6) was returned for analysis and a log file was downloaded for review as well as submitted for review. A review of the log files showed overlapping events spanning approximately 5 days (B)(6) 2023 and (B)(6) 2000 per time stamp). Events occurring on (B)(6) 2000 took place when the clock was not set. On (B)(6) 2023 at 15:58:20, the black power lead was disconnected activating a power cable disconnect alarm. The alarm silence button was pressed approximately every three seconds indicating that the patient was actively interacting with the controller. At 16:15:26, the white power lead was disconnected. A no external power alarm activated due to the dual disconnection of the power leads. The backup battery provided power to the system. The alarm silence button continued to be pressed approximately every three seconds. At 17:01:37, the driveline was disconnected. The alarm silence button was pressed approximately every three seconds until 17:04:32. Neither power lead nor driveline was reconnected to the system. The backup battery drain completely shortly after (B)(6) 2023 20:15:45 as indicated by the clock resetting in the next recorded event. When the system controller was turned on again on (B)(6) 2000 at 00:00:00, the clock was not set. The white power lead was reconnected. The system controller was powered down at 00:00:01. The system controller was turned on again once returned at abbott on (B)(6) 2000 at 07:49:20. There were no other notable events active in the log file that indicated an issue with the returned system controller. The provided information indicated that the patient was found deceased with the controller disconnected from the driveline and off, consistent with the information recorded in the log file. The returned system controller underwent preliminary and functional testing and operated as intended. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The root cause for the reported event was unable to be conclusively determined or correlated to an issue with the returned controller through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect, no external power, and driveline disconnect alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for future use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Sections b1, h1: correction: patient death is reported against the pump under related manufacturer report number 2916596-2023-00946. Section h6: investigation findings: 4248 - usage problem identified. Manufacturer's investigation conclusion: the system controller was returned for evaluation following the reported event of patient death. The system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review as well as submitted for review. A review of the log files showed overlapping events spanning approximately 5 days ((B)(6), (B)(6) 2000, per time stamp). Events occurring on (B)(6) 2000 took place when the clock was not set. On (B)(6) 2023 at 15:58:20, the black power lead was disconnected activating a power cable disconnect alarm. At 16:15:26, the white power lead was disconnected. A no external power alarm activated due to the dual disconnection of the power leads. The black power lead was not reconnected to the system. The system controller powered down at some point on (B)(6) 2023 after 20:15:45 as indicated by the backup battery fully depleting and the clock resetting. When the system controller was turned on again on (B)(6) 2000 at 00:00:00, the clock was not set. The system controller was powered down at 00:00:01. The system controller was turned on again once returned at abbott where the date was set to (B)(6) 2000 at 07:49:20. There were no other notable events active in the log file. The provided information indicated that the patient was found deceased with the controller disconnected from the driveline and off, consistent with the information recorded in the log file. The returned system controller underwent preliminary and functional testing and operated as intended. The system controller was connected to the mock loop and was able to operate for an extended operation as intended. The root cause for the reported event was unable to be conclusively determined or correlated to an issue with the returned controller through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect, no external power, and driveline disconnect alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for future use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.